Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the adjustable herbst appliance caused or contributed to the patient's symptoms. This event is being filed as an MDR as the patient reported an allergic reaction while a dynaflex product was being used. After replacement with a non-metal (ema) sleep device, there have been no issues. Patient failed to report the known nickel allergy so neither doctor nor manufacturer could have addressed it.

Event description:
Patient reported allergic reaction, including irritation of outside cheek. Patient was wearing an appliance with metal in her mouth. She failed to advise her prescribing doctor or the manufacturer of her nickel allergy. A new device (ema) was used as a replacement and patient is currently asymptomatic.